Event description:
In 2001, the cryopreserved pulmonary valve and conduit in question was implanted into a patient of unknown medical history. According to the operating room materials manager at the site, the valve possessed longitudinal cuts in the pulmonary artery upon thawing. The surgeon excised the affected portion of the valve prior to implantation. Upon sewing the graft in place, the surgeon noticed holes in the leaflets. The surgeon removed the valve from the patient and used a freestyle stentless aortic valve in the pulmonary valve position.